Event description:
In 2009, the patient reported that occasionally some of his insulin infusion sets only last 1-2 days. He stated this has been going on for years and he said "it's probably just me." He changes his infusion headset every 3 days usually but sometimes waits until the 4th day. He said he has had elevated blood glucose readings up to 300 mg/dl with his normal range being 75-100 mg/dl. He believes his elevated readings are due to bad site areas. Symptoms are dry mouth, chest pains, and can't move around. He stated he changes his infusion set to treat his reading. The patient was sent an infusion set insertion device and a guide to infusion site management. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.